Event description:
The device, a disposable tool used to retract and hold vessels during surgery, broke during use. Per the doctor's comment, this has happened before with this product. All parts of the device were recovered from the field, procedure delay was ~ 20 minutes and additional blood loss was estimated at 100 ml.======================manufacturer response for mini yellow vessel loops, aspen surgical products (per site reporter).======================they will do an investigation and email me the results.